Event description:
It was reported that the pump battery was depleting quickly. The customer consumed carbohydrates in order to address low bg. The customer continued to use the pump for insulin therapy. In addition, the customer reported a low blood glucose (bg) level of 45mg/dl; the cause was unknown. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.